Event description:
It was reported that the patient presented to the emergency room experiencing a myocardial infarction. The procedure was to treat the totally occluded (cto) right coronary artery (rca), a cto of the left circumflex (lcx), and a heavily calcified lesion in the left anterior descending artery (lad). Four non-abbott stents were implanted in the rca. Pre-dilatation was then performed with two balloon catheters on the lcx; however, the distal flow did not improve. The lcx was dilated with a dilatation balloon and ablation was performed on the lad. After ablation of the left main trunk was performed, a 2.5x14 mm non-abbott stent was able to cross successfully. A 2.25x8 mm mini vision was deployed successfully in the distal lad, and a 2.75x28 mm and a 3.0x28 mm promus stent were deployed, overlapping. It was further reported that due to the heavy calcification, the 3.0x28 mm promus stent was not fully dilated. The ostium of the lcx was highly stenosed and was treated with balloon inflations with a non-abbott 3.0 mm nc balloon catheter. A dissection was observed and the lesion remained moderately stenosed. A 3.0x18 mm promus stent was placed for treatment of the dissection overlapping the non-abbott stent. An attempt was made to deliver a balloon catheter through the stent struts, which failed as there was a tortuous area in lmt-lad. The patient's blood pressure decreased and thrombosis was observed in the proximal lad which was treated with balloon inflations. Thrombosis was also noted in the 3.0x28 mm promus, the 2.75x28 mm promus stent, and the 2.25x8 mm mini vision stent deployed in the rca and was treated with a non-abbott stent. The patient remains in the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Concomitant medical products: dil cath: sapphire ii, guide wire: runthrough, ht pilot 50, stent: nobori, mini vision 2.25 x 8 mm, promus 2.75 x 28 mm. The mini vision 2.25 x 8 mm and promus 2.75 x 28 mm are being filed under separate medwatch reports. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. It is most likely that the partial apposition of the stent implant occurred as a result of interactions with the calcified lesion. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effects of hypotension and thrombosis are listed in the promus everolimus eluting coronary stent system instruction for use as known adverse effects.